Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure can be attributed to user error specifically mishandling the device. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On 31st october 2023, it was reported by a sales rep. Via email that an ar-8980ds, disposable kit for dx swivelock®, 4.75mm, was faulty as it had a completely squared tip instead of a pointy tip, was not drilling through bone and was causing heat buildup and some burning of bone edges through friction. This was discovered during use in a achilles reconstruction on 27th october 2023. The case was completed successfully with another drill kit with the same lot number.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.